Event description:
Reporter alleged blood glucose measured 375 mg/dl and several hours late rmeasured 150, 382, 320, & 140 mg/dl when all tests were performed within 10 mins of each other. No actions were taken or treatment was rec'd reportedly as a result. A request was made for the return of the support device and replacement product was sent.